Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The calibration was acceptable. The qc level 1 was out of range. The alarm trace had an abnormal aspiration (sample pipetter) alarm. The field service engineer inspected the analyzer and found an issue with the water quantity and the reagent probe. He replaced the water supply and reagent probes. He verified the analyzer's performance with successful qcs, precision, and carryover studies. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial number of the reported cobas pro c 503 analytical unit is (B)(6). The reporter stated the analyzer also gave a "stop" and an abnormal reagent flow path alarm. They performed maintenance, a reset, and a mechanism check but the issue was not resolved. The investigation is ongoing.

Event description:
The initial reporter received questionable phosphorus version 2 (phos2) assay results from several patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: patient sample 1: the initial result from the analyzer was 12.3 mg/dl. The repeat result from another c 503 analyzer (a) was 6.4 mg/dl patient sample 2: the initial result from the analyzer was 14.6 mg/dl. The repeat result from another c 503 analyzer (b) was 6.6 mg/dl patient sample 3: the initial result from the analyzer was 11.5 mg/dl. The repeat result from another c 503 analyzer (b) was 5.9 mg/dl the qc level 1 was out of range (high) prompting the patient samples to be rerun. The repeat results were deemed correct.